Manufacturer narrative:
During a transfer, the caregiver had tipped the lift resulting in the pt to become unstable. In an attempt to catch the pt the caregiver sustained an alleged shoulder injury. No details of alleged injury were provided. Nature of complaint suggests a transfer error. Current user guide covers proper transfer methods. MDR filed as a conservative measure.

Event description:
The consumer was in the pt lift being assisted by the staff of the facility when the lift allegedly tipped backwards, causing the front wheels to come off the ground. The base of the lift is allegedly bent and twisted. The staff allegedly attempted to cath the lift and sustained minor injuries.